Event description:
Coiling treatment of a basilar tip aneurysm. It was reported the coil detached inside the catheter during repositioning. The physician was able to push the coil into the aneurysm with a small coil tail protruding into the parent artery. No pt injury reported.

Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A follow-up report will be submitted when the eval is completed. See scanned page.